Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console completely lost power when the power cable was pulled out from the backup console. Both consoles were connected to the same power strip. The motor slowed down, and the pressures disappeared and needed to be recalibrated. The event lasted for about a second, but it was possible to ramp up again and ger the flow going without a restart. Troubleshooting was ongoing and the patient was being supported by the same console. There was no adverse event to the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system stopping unexpectedly was confirmed via a customer-provided image. The centrimag console (serial number (B)(6)) was not returned for analysis, and no log files were provided. However, an image of the data logger on the monitor for the primary console was provided which displayed a ¿system shutdown initiated¿ message on 03dec2025 with corresponding alarms, indicating that the system had stopped. Available information for this event indicates that the shutdown occurred after the backup console (evaluated separately) was disconnected from a shared power strip that both consoles were utilizing. Available information for this event also indicates that no adverse patient effects occurred and that the patient remains supported with the same primary console at this time. The root cause of the reported event was unable to be conclusively determined through this analysis. However, the use of a shared power strip could have contributed to the cause of the event. Available labeling instructs users to never connect centrimag consoles to a power strip and to only connect consoles to an ac wall outlet. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 6.5 ¿powering up the console¿ instructs users to never connect the centrimag console to a power strip or socket extensions. Users are instructed to only connect the console to an ac wall outlet. No further information was provided. The manufacturer is closing the file on this event.